Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to the 500s (mg/dl) for a few weeks. Customer indicated that they have contacted their health care provider (hcp) who advised the customer to only use the pump for basal insulin delivery and to administer insulin injections to treat bg levels after meals. System check with tandem technical support on 05/18/2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.